Manufacturer narrative:
Patient identifier was not reported by the initial reporter. If it is not confidential it will be reported in the follow-up report. There will be an evaluation of the device and codes provided on the follow-up report to FDA. This device did not break upon first use. Device manufactured date: the manufactured date will be provided in the follow-up report.

Event description:
During an endoscopic discectomy procedure, the jaw broke on the rongeur. The surgeon retrieved the jaw without incident. There was no patient injury.